Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, the insulin pump wouldn't reset. The device had alarmed button error. The battery was taken out and a new battery was inserted. Troubleshooting was performed and customer was advised the device need to be replaced. Customer agreed to return the device for analysis.